Manufacturer narrative:
Additional info will be provided once investigation is completed.

Event description:
It was reported per our tech who tested the unit and his findings were that there's an intermittent boot-up problem. The item is being returned for further investigation.